Event description:
It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was noticed the shaft of the catheter was broken. The device was replaced and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number exceeds character limit: (B)(6).

Event description:
It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was noticed the shaft of the catheter was broken. The device was replaced and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the device did not exhibit any fracture/detachment in the shaft.